Event description:
It was reported that this left ventricular (lv) lead presented high out of range impedance measurements and high capture thresholds measurements, it was then explanted. Additionally, during the procedure, a percutaneous coronary intervention was performed. No additional adverse patient effects were reported.